Event description:
Customer reportedly received results of 303 mg/dl, 168 mg/dl, and 150 mg/dl within 10 minutes on the same device. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.